Manufacturer narrative:
The returned device was evaluated. The radical-7 turned on using battery, but shortly after power on the screen goes blank and the device emits a 10 beep watchdog alarm. Further evaluation revealed that the radical-7: known 10 beeps anomaly was observed due to defective instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 does not stay powered on for longer than two minutes after removed from docking station. States battery is new. There were no consequences or impact to patient.